Manufacturer narrative:
The dispatched fse has replaced three pcbs in follow-up of the event. The consecutive device tests were passed without deviations. The suspected boards were discarded before a request for return could be submitted. The analysis of the log file confirms the reported observation - the device has performed warmstarts. A clear root cause cannot be determined but as the replacement has fixed the problem, it is seen likely that a malfunction onboard one of the pcbs has resulted in an increased current consumption and a drop in the supply voltage which had triggered the warmstarts. A warmstart is the specified device behavior to overcome an error condition that can't be repaired by other means. The airway system is being opened to allow spontaneous breathing and a corresponding alarm will be posted. A successful warmstart will last approximately 8 seconds and, afterwards the ventilation will be continued with the previous settings automatically. No patient consequences have been reported in this particular case.

Event description:
The following was reported: "device switches itself off during procedure and resumes ventilation shortly afterwards". No injury was reported.